Manufacturer narrative:
To date, the eval of the device involved in the reported incident has not been completed. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the screwdriver broke during use in a surgical procedure. Integra requested additional clinical info. There was no adverse outcome for the pt.